Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a device failed to detach from the delivery device. There was no harm to the patient but a repeat procedure was necessary. No medical intervention required. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure which may have led to the event. The user has been performing bravo for 6 years. No lubricant was used to facilitate capsule placement. The device is expected to be returned to evaluation.

Manufacturer narrative:
Device evaluation the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.